Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The investigation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The root cause of the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. This issue could be contributed to the force issue reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations stated in the carto 3 system manual: the force sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) component code: sleeve (g04115) were selected as related to the biosense webster¿s inc. Analysis finding of ¿reddish material and a hole on the pebax¿ and the customer¿s reported issue of ¿force value could not be zeroed¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported issue of ¿force value could not be zeroed¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Force issue. During the procedure, the force value could not be zeroed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was reddish material and a hole on the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on (B)(6) 2023 and have assessed this returned condition as reportable.